Event description:
It was reported that the patient fell backwards on 2012 (B)(6) and landed on the implantable neurostimulator (ins). As a result, the lead moved and a revision was performed on 2012 (B)(6). The lead was removed and replaced with two new leads. The patient noted that the therapy wasn't "working that well even before the fall." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3778, lot# v810734002, serial#, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).